Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump screen was unable to read. The customer¿s blood glucose level was 140 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with minor scratches on display window and peeling address/serial number label noted.